Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead had high thresholds of 2.5 volts/.4ms. The patient is pacemaker dependent. The lead was capped. Should additional information become available, this file will be updated.